Event description:
It was reported the patient developed a pocket infection and underwent pocket revision. Approximately three months post revision the patient had two hematoma evacuations. It was further reported a transesophageal echocardiogram noted a small mobile echo density located on the atrial lead. The device and leads were removed approximately two months post hematoma evacuation and a temporary pacing lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. A 694758, implantable tachy lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.